Manufacturer narrative:
A qualified viscoelastic was indicated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare reported that during an intraocular lens (iol) implant procedure the plunger went over the iol. The lens was in contact with the patient but no harm caused to the patient. Procedure was completed with backup lens.

Manufacturer narrative:
(B)(4). The device with the lens was returned loose in a shipping box. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger has advanced to mid-nozzle and overrode the lens. The lens was located in the loading area. The trailing haptic was folded onto the optic. The leading haptic was extended. Viscoelastic information was not provided. It is unknown if a qualified product was used. The root cause cannot be determined for the reported complaint. A plunger override was observed. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. Plunger override may occur: due to rapid advancement faster than the instructions for use (IFU) recommend rate. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. If the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).